Event description:
It was reported that during a coronary stent procedure, the physician experienced difficulty advancing the delivery system across lesion. While attempting to pull back the delivery system into the guiding catheter, the stent dislodged. The stent was retrieved with a snare. Pt status is listed as "okay".